Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 03:38:58. During night drain cycle one, the patient's ultrafiltration reading was 1765ml, indicating the home patient drained 1765ml more than their maximum programmed fill volume of 2200ml. No additional information is available.